Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information. Pursuant to 21 cfr 803.24 neither the filling of this medical device report nor the information contained herein shall be construed as an admission or acknowledgement that the information submitted to integra lifesciences holding corporation or any of its subsidiaries is valid or that the device caused or contributed in any way to a death or serious injury.

Event description:
It was reported "the locking cap tightener (1/4" square 4mm driver) broke during the locking step of surgery." (B)(6) 2014: additional information was received. The tip broke; it stayed inside locking cap. A spare device was available that functioned properly. There was no delay in surgery; no injury or adverse consequences to the patient were reported. Additional information was requested by integra.